Event description:
A battery issue (battery depleted when fully charged). Information was not provided regarding whether or not the device was in pt use when the event occurred. No record of any pt incident involving this pump. No pt injury had been reported.